Manufacturer narrative:
Upon receipt of the device on may 9, 2019, it was identified to not exhibit any evidence of breakage. Therefore, this event is considered not reportable, as the device does not exhibit a malfunction that has previously been reported to cause serious injury to a patient or user.

Event description:
Upon receipt of the device on may 9, 2019, it was identified to not exhibit any evidence of breakage. Therefore, this event is considered not reportable, as the device does not exhibit a malfunction that has previously been reported to cause serious injury to a patient or user.

Manufacturer narrative:
(B)(4) the complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that while the instrument was being demonstrated outside of a surgical procedure, the weld broke and could not be assembled with the femoral trial. No adverse events were reported as a result of this event.